Manufacturer narrative:
Combination product: yes, the returned product was subjected to a detailed technical analysis and the corresponding production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. The technical investigation confirmed that the stent is severely deformed at its distal end, i.e. Several struts are strongly bent. Microscopic inspection showed stent imprints on the exposed balloon surface, indicating that bent struts were initially crimped on the balloon. Outside of the deformed zone, the crimped diameter of the stent still complies with the specification. Review of the production documentation confirmed that the device was manufactured according to specifications and fulfilled all the requirements of in-process and final inspection. During final inspection, every stent system undergoes visual inspection to ensure correct stent embedding and homogeneous crimping of the stent. Further, the stent outer diameter is verified to 100 percent. Based on the conducted investigations of the device being subject to this complaint, no material or manufacturing related root cause could be determined. Considering the event description provided, the most probable root cause for the reported event is related to the patients anatomy (i.e. Severe calcification).

Event description:
The orsiro drug-eluting stent system was selected for treatment of the proximal lad. Despite pre-dilatation, the calcified lesion with 99 percent stenosis degree could not be crossed with the orsiro. During the attempt to implant the stent, it became deformed and damaged from the calcified plaque and could not be used anymore. Another orsiro was implanted. The procedure was completed without complications for the patient.

Manufacturer narrative:
Combination product: yes.